Manufacturer narrative:
Device analysis report attached. This report is submitted on december 22, 2023.

Event description:
Per the clinic, the patient experienced a poor performance with the device. The patient underwent a revision surgery with attempt at deeper insertion (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023, and re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.